Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital due to syncope. Review of stored device memory revealed no stored episodes that correlated with the syncope, however, the cause of syncope was not determined. Boston scientific technical services (ts) recommended having the patient follow up with their following physician. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.